Manufacturer narrative:
The field service engineer found the sample probe had some material built up and the rinse station water level was low. He cleaned the exterior of the sample probe and adjusted the probe external rinse volume. The probe passed checks and precision testing was acceptable. The customer ran qc that is within the acceptable range. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable low ca2 calcium gen.2 result from the cobas pro c 503 analytical unit. The initial result was 6 mg/dl. The customer thought this result was low and repeated the sample on another analyzer with a result of 8.4 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 60171801 with an expiration date of 31-mar-2023.